Manufacturer narrative:
The device was received and evaluation was completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log (ehl) review was completed and it did not note the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. However, evaluation experienced a system error 322 while loading a set. The ehl review confirmed multiple events of 'system error 322 and determined that the customer may have intended to report a system error 322 rather than "system error 323". The device was determined to not meet all product specifications related to system error 322. The system error 322 was verified. The cause was determined to be a failed lower link switch. The lower auxiliary assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 323 (color sensor error: tmo) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.